Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. In addition the is now experiencing a change in stimulation. X-rays were taken and showed no anomalies. The patient was advised to wait a month and follow up with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient controller and clinician programmer are displaying "replace generator soon" message. Battery life display shows six months remaining. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified stimulation has not been restored. An x-ray showed no abnormalities. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg pocket was opened and the leads were reconnected into the ipg. The patient is receiving effective stimulation postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.